Manufacturer narrative:
Update to h10: technical operations team performed retain testing and were able to reproduce the customer complaint, however, the root cause could not be determined. Field return cartridges were not available for further investigation.

Event description:
Customer reported 3 false positive test results for 3 individuals. This MDR is to document the false positive event for patient 1. See (B)(4) for the other two individuals. (B)(6): patient tested with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4) lot 24037h reader 22102010047748) and received a positive result. Patient was sent to urgent care for a mesa biotech accula sars-cov-2 rt-pcr test that came back negative. Patient then tested two additional times with the cue covid-19 test for home and over the counter (otc) use on two different readers with two separate serial numbers (cartridge (B)(4). Lot 24037h reader 22102010047502, cartridge sn (B)(4). Lot 24037h reader 22102010047748) and received two negative results. (B)(6): patient tested on a lucira test and obtained a positive result. Patient then tested two additional times with the cue covid-19 test for home and over the counter (otc) use with two separate serial numbers (cartridge sn (B)(4) lot 22900h reader 22102010047502, cartridge sn (B)(4) lot 22900h reader 22102010047502) and received two negative results. Customer confirmed the devices and tests were all stored properly. The individuals had no symptoms.

Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.